Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. A review of the system logfiles found that sib cannot retrieve ip address and geo ipc network connection failed. Upon troubleshooting actions, rse determined that the sequencer located in the sibbox (mdy) could not acquire an ip address from the host pc. The rse pinpointed a network issue involving the host pc, ethernet switch, and sibbox. To address the problem, the rse provided troubleshooting guidance to the customer and monitored the system. Subsequently, the customer reported that no further issues were detected. After the necessary repairs, the system was returned to use in good working order.